Manufacturer narrative:
Following troubleshooting on the phone with dario's representative, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the new dario strips and control solution were received, the user contacted dario in order to perform the control solution test with dario's representative. The user's dario meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 135 mg/dl (range 107-155 mg/dl). Control solution level 2 test results was 231 mg/dl (range 183-264 mg/dl). In addition, the user tested her bg level and received a reading that was within 10 mg/dl difference when compared to her non-dario meter and the user's cgm. This difference is considerable when compared between two different meters or devices. The user's issue was resolved with the new cartridge of strips. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On october 11th, 2023, the user contacted dario to report a high blood glucose (bg) reading. The user reported receiving a bg reading of 320 mg/dl with her dario meter compared to a bg reading of 100 mg/dl from both her non-dario meter and her cgm device.